Event description:
It was reported that during a coronary interventional procedure, the hi-torque balance middleweight universal 190 cm guide wire passed the lesion. After predilatation was performed, the stent and balloon would not cross a resistance on the guide wire proximal to the lesion. Upon withdrawal, the balance middleweight universal wire was noted to be balled up/unravelled. The procedure was able to be completed with another balance middleweight universal wire, a trek balloon and unspecified stent. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balance middle weight guide wire noted blood and contrast on the core and on the coils which is consistent with the guide wire being used in the patient as reported. There were three bends in the tip, 2 mm, 9 mm, and 2 cm proximal to the tipball. The noted bends in the tip was not reported in the incident information and likely occurred during the procedure or during packing, handling, and return to abbott vascular for analysis as no damage was reported during inspection prior to use. There was a ball of fibers wrapped around the core, 1.3 cm proximal to the proximal end of the hypotube. The noted fibers on the guide wire appears to be related to operational context of the procedure since there was no damage reported during inspection prior to use. The balloon catheter and stent delivery system (sds) used during the procedure were not returned. Resistance between devices can occur due to numerous factors including, but are not limited to, interaction with other devices, insertion/removal/preparation technique, lesion morphology, patient anatomy/disease state, the condition of the catheter being used, and/or condition of wire coating. Coagulation of blood or contrast in the lumen of the catheter or on the wire can be a factor in reducing clearance. Additionally, in certain circumstances, such as during high pressure balloon inflations, manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearance between devices can be reduced to an undesirable level and could lead to resistance. In this case, a conclusive cause could not be determined for the reported difficulties. The outer diameter of the tip and solder joints were not measured due to the damage noted to the guide wire. The outer diameter of the core proximal of the hypotube was measured with a laser micrometer and met manufacturing criteria. The tip was tugged to confirm that the core and shaping ribbon were intact. The returned guide wire was backloaded through a new sds and there was no resistance noted. The ball of fibers on the guide wire came off with no resistance during backloading the guide wire into the sds. The guide wire was backloaded through a new balloon catheter with no resistance noted. A search of the lot history record indicated no non conforming material reports for the lot and a search of the complaint database indicate no related incidents. In summary, based on this investigation, there is no indication of a product quality deficiency. Manufacturing performs a visual inspection of the guide wire tips after it is loaded into the dispenser and performs an outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.